Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon detachment occurred. A 10.0 x80, 75cm gladiator balloon catheter was selected for use. However, it was noted that the balloon sheered off. No complications were reported and the patient was ok.